Event description:
It was reported by the patient 's attorney that allegedly the patient underwent right total hip arthroplasty on (B)(6) 2012 and was implanted with a 36 mm +5 lfit anatomic v40 femoral head and an citation tmzf hip stem. The patient was revised on (B)(6) 2021 due to head disassociation.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.